Event description:
It was reported to st. Jude medical that noise on the ventricular channel was observed.extended charge time and high voltage lead impedance was also observed.the lead was capped and the ICD was explanted.